Event description:
Device 1 of 2 . Reference MFR. Report#: 3006705815-2018-03217. It was reported that the patient underwent surgical intervention on (B)(6) 2018 where in the patient's lead were revised and repositioned to the top of t9. Stimulation therapy was reportedly restored postoperatively and patient no longer experiences nausea.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-03217. It was reported that the patient is experiencing nausea when using stimulation. Surgical intervention may be undertaken to address the issue.